Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected pacing impedances from 259-3000 ohms on this atrial transvenous lead. Sensing changes were also reported. In addition, during the explant blood was also seen near the terminal pin. The lead was surgically abandoned. Other portions of the lead were disposed due to stretching during the explant procedure. The device was explanted for normal battery depletion and being returned. No adverse patient effects were reported.